Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device had an e4 (occlusion error) that the patient was unable to clear. She experienced elevated blood glucose levels and was taken to the hospital; treatment details were not provided. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The e4 occlusion alerts were not being cleared as indicated by the use instructions by the customer.